Event description:
The acetabular insert would not seat properly in the cup. Another cup and insert were used to complete the surgery. There was no adverse consequence for the pt reported at this time.

Manufacturer narrative:
This event is being upgraded to a serious injury report due to a reported extension of surgery time. Evaluation summary: the info provided and the examination results suggest that this event is not device related but rather is associated with surgeon expectations.